Event description:
During shoulder surgery the patient suffered a ground pad burn (1.5 cm blister). A conmed thermoguard plus abc pad was placed on the abdomen, same side as the wound. Skin was reddened under the gel center of the pad, the blistering was only under the adhesive edge of the pad. No other information is available.